Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that the patient suffered a pericardial perforation which subsequently caused cardiac tamponade. Cryoablation had been completed, it was a persistent case, so the physician wanted to isolate the posterior wall. The catheter was pulling against the * when they noticed that it was outside of the shell. The blood pressure dropped about 10-15 points at that time. The physician used intracardiac echocardiography (ice) to check the pericardium and noted that there was an effusion. The procedure was stopped, and an echocardiogram was performed. The interventionalist performed a pericardiocentesis and about 150 ml was removed. The drainage tube was left in place and the patient was discharged out of the ep lab. The patient was then transported to the intensive care unit for overnight observation. The patient is hemodynamically stable at this time. The effusion was discovered due to drop in blood pressure and ice. A perforation was suspected in the roof. It was confirmed with soundstar. The procedure was abandoned. There was no evidence of effusion before the procedure. The max wattage used was 35 watts and there was a total of 10 lesions. This adverse event was discovered during use of bwi products. The event occurred during ablation. The physician¿s opinion on the cause of this adverse event is that he pushed a little bit harder on the roof. No force spikes were noted. The patient was recovering when the bwi sales consultant left the room. The patient required extended hospitalization because of the adverse event. The patient was admitted to the intensive care unit. A transseptal puncture was performed with a baylis needle. Before noting the pericardial effusion, ablation was performed. There was no evidence of steam pop. An irrigated catheter was used in the event, the flow setting was 15 ml while ablation was on and 2 ml when it was not. Graph, dashboard, vector, and visitag visualization features were used. The visitag module was used, the parameters for stability used were 2.5 mm movement for 3 seconds and 25% for 3 grams. Respiration was used as an additional filter with visitag. Impedance was the color option used prospectively. Additionally, it was reported that the carto 3 system was displaying error 106: force sensor error when the catheter was connected to the patient interface unit. To troubleshoot the cable and the grounding patch was replaced without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. The catheter is available for return. Other bwi products include: soundstar, ablation, vizigo, and lasso. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 28-mar-2022, bwi received additional information regarding the event. Clarification made by bwi company representative for the statement that ¿the catheter was pulling against the * when they noticed that it was outside of the shell"; the doctor was pulling the catheter from the lspv back to the rspv, the catheter jumped back across the roof line and left a gap in the line. When the physician inserted the catheter to the gap in the roof line it pushed out through the shell of the map we had made. This is when it is suspected that the tamponade occurred. On 31-mar-2022, the product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and error 106 was observed due to an open circuit in the tip area. In addition, the product was deflecting and irrigating correctly. A manufacturing record evaluation was performed for the finished device 30701814l, and no internal action was found during the review. The root cause of the adverse event remains unknown, some issues regarding the product were found during this investigation but based on the event information they were unrelated to the event described. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).